Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter advised she is the endusers caregiver and the left bed rail does not stay up. Reporter advised enduser is currently still using the bed.